Event description:
Boston scientific received information that the patient implanted with this device system was presented as syncopal. CPR was initiated, and once the patient was revived, was brought to the emergency room (ER). The arrhythmia logbook was unremarkable, and the device was found to be within specification. The atrio-ventricular delay (avd) was reportedly 150-180 and the ventricular pace (vp) morphology was the same as when vvi 30. Technical services discussed observation. The boston scientific sales representative attempted to tighten the avd, however, the patient did not like the feeling of the vp. Additional information was sought from the local area sales representative, however, at this time, no further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately six years later this device was explanted for normal battery depletion and returned for analysis.